Manufacturer narrative:
Analysis was performed the reported irregular appearance was confirmed based on return device condition. However, the lever was opened, and the foot was deployed of the prostyle with no resistance or anomalies noted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported irregular appearance appears to be related to user mishandling during removal of device from packaging or accidental removal/ manipulation of device, i.e. Suture, lever, or foot, prior to insertion. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation, it was noted that the foot of the prostyle device was open when removed from the packaging. There was no patient involvement. An additional prostyle device was used to complete the procedure. Analysis of the returned prostyle device found blood around the foot and in the marker lumen indicating that the device was likely inserted into the anatomy. No additional information provided.